Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: unknown. According to the reporter: orange shavings came off inside of trocar into patent. Orange shavings were retrieved and finished the case. No patent injury was reported.